Event description:
It was reported that pump experienced repeated cartridge alarms that did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement in-warranty pump with updated software, confirmed shipping details, and instructed customer to place old pump in storage mode and return it within 10 days using provided materials, then program pump settings and reconnect continuous glucose monitor on replacement pump.